Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised. As reported: "pt. Presented with a dislocated hip, following a revision of the same hip on (B)(6) 2022. Head/liner exchange, along with an extensive I&d, and tissue rearrangement to help with the pt's hip-stability. No complaints filed against the components themselves, no further info." Spoke to rep. The constrained liner dissociated out of the shell. The constrained insert and 22.2 +0 femoral head (implanted (B)(6) 2022) were revised to another constrained insert and femoral head (same catalog numbers). The shell (implanted (B)(6) 2020) was not revised. Rep confirmed no further information will be released by the hospital or surgeon.